Manufacturer narrative:
(B)(4). One 65 mm tacticath quartz contact force ablation catheter was received for evaluation. There were no visible anomalies with the device. The results of the investigation confirmed the catheter was able to connect to the tactisys quartz system with no anomalies noted and the catheters optical fiber properties were within specifications. The catheter met specifications for irrigation and electrical resistance with no open or short circuits detected. The thermocouples met specifications for temperature response. The log files indicate the optical signals conformed to specifications, the recorded temperatures show cooling during rf ablation, and force measurements were displayed throughout the procedure. Review of the device history record revealed the device met specifications prior to leaving sjm manufacturing facilities. Based on the evaluation performed, the cause of the reported cardiac perforation may be procedure related. Per the IFU, cardiac perforation is a known risk with the use of this device.

Event description:
During an atrial fibrillation procedure, a steam pop occurred at the anterolateral ridge entry between the left atrial appendage and the left superior pulmonary vein. An echocardiogram was performed which revealed a pericardial effusion and a pericardiocentesis was performed which stabilized the patient.